Event description:
It was reported that the ventilator's navigation ring was not working. Reportedly, when a setting was selected the numbers were changing on their own. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) replaced the front bezel to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. No part was returned, it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.